Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the short black cover was damaged and the battery latch lock bent. The autopulse platform is a reusable device and was manufactured on 05/24/2007. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. A review of the platform archive was performed and user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) messages were observed data log. The platform was functionally tested and the platform displayed ua 7 upon power up, thus confirming the reported complaint. The autopulse platform failed the load cell characteristics check. Further testing showed that one of the load cells was reading incorrectly. In summary, the customer's reported complaint of autopulse displaying user advisory 7 was confirmed during archive review and functional testing. The root cause was attributed to one load cell module reading incorrectly. The load cell and the damaged parts observed during visual inspection were replaced and the platform passed all final testing criteria.

Manufacturer narrative:
The autopulse platform was returned to zoll on 09/14/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The customer reported that while in route to a hospital a (B)(6) patient went into cardiac arrest. The autopulse (ap), set to continuous compressions was started on the patient. It worked for 5 minutes then stopped and displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large). After restarting the ap ran for another 5 - 10 minutes then ua7 was displayed and the compressions stopped. The customer restarted the ap again, but after a couple of minutes the ua7 occurred and the ap stopped. The paramedics reverted to manual CPR. No other patient information is available.